Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, auxiliary drawer 3 had two C pockets that failed and could not be recovered.The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, (b)(6)-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, a field service engineer (FSE) confirmed with the customer that the issue was resolved by the customer by a hard reboot of the station. Further the FSE dialed in and confirmed that there were no errors on station. The system functioned as intended after the customer resolved the issue.